Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the patient will go in for appointment on (B)(6) 2024.

Event description:
Additional information was received. The manufacturer representative (rep) reported the patient got a new electrode and the old electrode was returned with a declaration of consent. Patient was satisfied.

Manufacturer narrative:
Continuation of d10: product ID 3889 lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient will come to the clinic for a check-in in october. It was reported that therapy limit was reached and they currently can no longer adjust. There was no therapy success. An impedance measurement is also not possible. Patient told me by phone what the smart programmer showed. A trouble shooting was planned. Patient has an appointment on october 24.

Manufacturer narrative:
G2: country germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.